Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs4789 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was found to be lengthened before use to the patient. There was no reported patient contact. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs4789 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was found to be lengthened before use to the patient. There was no reported patient contact. No other information was provided.

Event description:
It was reported that the guidewire was found to be lengthened before use to the patient. There was no reported patient contact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed. One stiffening stylet was returned for evaluation. An initial visual observation showed the core wire of the stylet was broken and the majority of the coiled wire was observed to be unraveled. A microscopic observation revealed the fracture site of the core wire to be angled and peaked, and linear striations were observed leading up to the peak of the break. The break site of the coiled wire was observed to be mostly flat with a slight peak as well. The distal end of the stylet was observed to be missing. The observed characteristics of the break sites in the returned stylet are indicative of damage caused by a sharp instrument such as scissors. H3 other text : evaluation findings are in section h.11